Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer experience that the programmer exhibited an overheating messaged, however, an overheating messaged were found in the logs. It was also indicated that the keyboard hinges were broken, the electrocardiogram connector was loose, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was showing an overheating screen. The programmer was returned for service. There was no patient involvement.